Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2018.

Event description:
It was reported that the patient had difficulty charging the ipg and that it would not stay charged. The patient was also not getting adequate coverage. The patient will underwent an explant procedure.